Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive; the numbers were scrolling up on their own. The customer's blood glucose was 274 mg/dl, which was not treated. The caller stated that they were on vacation in (B)(6), and placed their insulin pump in their beach bag. The caller stated that they had a cooler in their beach bag, so, the insulin pump might have gotten wet. The discontinuation of the device was advised. Nothing further was reported.